Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the device was explanted on (B)(6) 2014, due to a persistent ear infection. Reimplantation is planned but had not taken place at the time of this report, (B)(4) 2014.

Manufacturer narrative:
This report is filed april 28, 2014.